Event description:
Facility reported that during the pt's treatment, the venous pressure decreased, the blood pressure increased. Post treatment, the pt complained of epigastric burning. Later the same day the pt went to the emergency room with chest pain. Labs drawn 4+ hemolysis. Sample not available for examination, discarded by the facility.